Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the patient had a history of abdominal aortic disease and had undergone artificial vascular replacement surgery (surgery timing unknown). Devices involved: zta-p-44-233-w1 (lot e4161568) jcds-2024-eds-hc (lot unknown), both approached from the right femoral artery this was a case of thoracic endovascular aortic repair (tevar) for a descending thoracic aortic aneurysm. The stent graft was planned to be placed from zone 2 covering the subclavian artery, and an axillary artery-axillary artery bypass was planned. After a previously artificial blood vessel replacement for abdominal aortic aneurysm, the leg diameter could have been 8 mm. Because there was concern that the delivery system would not be able to pass through the artificial blood vessel, a plan was proposed to pass a dilator through the access route to confirm passability and expand the access vessel before performing an axillary artery-axillary artery bypass. Jcds-2024-eds-hc was passed through the access route in the order of 20 fr and 24 fr. It was confirmed that the 24 fr could pass through despite some resistance, and determined that the outer diameter of the zta delivery system was 23 fr and therefore could pass. However, although it had been planned to perform the axillary artery-axillary artery bypass after confirming that the zta delivery system could pass through, the zta delivery system did not pass through the artificial blood vessel. After removing the zta delivery system and expanding the access route with an 8mm pta balloon, and it was checked the passage of the 24fr dilator. ¿ it passed. The zta delivery system (23fr) was delivered again ¿ it did not pass. They switched to the through-and-through guidewire technique and attempted to deliver the zta again. ¿ it did not pass. Because the patient had already had a history of abdominal aortic laparotomy, if complications arose and laparotomy were to be performed, it would be excessively invasive given the patient's overall condition, so it was ultimately decided that tevar would be difficult and chosen to withdraw the procedure. As a result, tevar was not performed and the descending thoracic aortic aneurysm remained. The patient was to be monitored and tevar would be considered again if the patient's condition became a priority, even if the laparotomy had to be performed. The DHR review from cinc concludes, that the devices released as part of the product lot were manufactured to specification. The identified non-conformances were properly identified and scrapped prior to release of the lot. DHR review at wce found no non-conformances and therefore no indication that the device was produced outside of specification. The 24fr dilator passed through the acces route in the vessel after expanding the access route with an 8mm pta balloon. It was described by the physician "despite some resistance". It was assumed, that since 24 fr could pass, the zta delivery system with a diameter of 20 fr (the user describes it as a 23fr, but according to lot it is a 20fr) could pass as well. The use of the device is categorized as off-label as per the IFU, because the safety and effectiveness has not been tested in patients with previously repair. Based on the provided information it has not been possible to determine an exact cause of the inability of the zta to pass the previously implanted device. However, the artificial vessel, seems to have caused the difficulties in the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of failure: the patient had a history of abdominal aortic disease and had undergone artificial vascular replacement surgery (surgery timing unknown). Devices involved: zta-p-44-233-w1 (lot e4161568) approached from the right. Jcds-2024-eds-hc (lot unknown) approached from the right. This was a case of tevar (thoracic endo vascular aortic repair) for a descending thoracic aortic aneurysm. The stent graft was planned to be placed from zone 2 covering the subclavian artery, and an axillary artery-axillary artery bypass was planned. After an artificial blood vessel replacement for abdominal aortic aneurysm, the leg diameter could have been 8 mm. Because there was concern that the delivery system would not be able to pass through the artificial blood vessel, a plan was proposed to pass a dilator through the access route to confirm passability and expand the access vessel before performing an axillary artery-axillary artery bypass. Jcds-2024-eds-hc (lot unknown) was passed through the access route in the order of 20 fr and 24 fr. It was confirmed that the 24 fr could pass through despite some resistance, and determined that the outer diameter of the zta delivery system was 23 fr and therefore could pass. However, although it had been planned to perform the axillary artery-axillary artery bypass after confirming that the zta delivery system could pass through, the zta delivery system did not pass through the artificial blood vessel. After removing the zta delivery system and expanding the access route with an 8mm pta balloon, and it was checked the passage of the 24fr dilator. It passed. The zta delivery system (23fr) was delivered again it did not pass. They switched to the through-and-through guidewire technique and attempted to deliver the zta again it did not pass. Because the patient had already had a history of abdominal aortic laparotomy, if complications arose and laparotomy were to be performed, it would be excessively invasive given the patient's overall condition, so it was ultimately decided that tevar would be difficult and chosen to withdraw the procedure. As a result, tevar was not performed and the descending thoracic aortic aneurysm remained. The patient was to be monitored and tevar would be considered again if the patient's condition became a priority, even if the laparotomy had to be performed.

Manufacturer narrative:
Manufacturers ref# pr (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.